Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available, a supplemental report will be issued.

Event description:
It was reported; patient went to the hospital due to the breakage of the nail. It was noted that the breakage is probably due to pseudarthrosis at the level of the fracture. The nail was implanted one year ago in a 105 kg patient. The nail was removed, allograft performed and implantation of a plate with a cerclage.